Event description:
It was reported that post op of a laparoscopic right colectomy procedure, the device fired properly. However, the patient's abdomen was distended and post op the sixth day, the patient became tachycardic. The patient was re-operated where it was noticed to have substance around the anastomosis. There was a leak at the distal end of the tlc55 staple line where it intersected at the tl60 mid staple line. The patient was given a temporary colostomy and is still in the hospital.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(6). Surgeon usually cross staple lines at a 90 degree angle and this time, he staggered it. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.